Event description:
Adverse event report and product problem report from reporter (B)(6) on 07/05/ 2024 for mw5038919. Urinary catheter . Bard 35/22 all silicone inflate w/10ml 16fr. 5,3mm today I want to draw your attention to this monstrous urine catheter with a horn tip and also with one narrower release hole on the side of the narrow middle part of this stupid horn. Generally all other types of straight catheters have larger release orifices on both sides of the catheter tip than this one. And some again have two side holes not opposite each other. In a word, I don't know how such a bard catheter with a defecation horn could end up in the universal catheterization tray kit in the hospital. When I saw that the nurses were going to shove this nasty thing into my bladder, I resisted. But since I felt very bad, I agreed with their argument that this horn on the tip of the catheter facilitates insertion to the prostate and is more convenient for patients. I don't know about convenience, but after some time I began to periodically experience acute feelings of urge to urinate when the bladder was completely empty. In short, a complete mess. Over time, I noticed that such unpleasant symptoms appeared when I moved from side to side in bed. As soon as I noticed this phenomenon, I tried to move less and more carefully so as not to irritate the bladder and pooping urge receptor. This saga ended as soon as I was discharged from the hospital with the obligatory permanently carry catheter and found myself at home. I deflate the balloon and took that stupid horn catheter out of the bladder. Then I put in a regular catheter and could move around freely and do my own thing. I can send a photo if you are interested, of this catheter with a single-hole horn with this letter so as not to be unfounded. The nurses' argument that the horn goes straight and upwards to the prostate cannot be considered convincing since such a strange head on its way can turn in any direction and go to the prostate with its sides up. That such a catheter will create twice as many problems with contamination with one narrower hole than ordinary two-hole catheters, I also experienced the hard way while in the hospital when its clogged. In short, not a catheter, but a urologist's dream. The more problems, the more profit and the higher the need for treatments. I also ask that this letter not be published in my name so that at critical moments in my life I do not find myself without insurance in the company of urologists. Best wishes, (B)(6).